Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of bd venflon¿ pro safety shielded IV catheters experienced leakage during use. The following information was provided by the initial reporter: leakage from the plug/stopper even if screwed on tightly.

Event description:
It was reported that an unspecified number of bd venflon¿ pro safety shielded IV catheters experienced leakage during use. The following information was provided by the initial reporter: leakage from the plug/stopper even if screwed on tightly.

Manufacturer narrative:
H.6. Investigation summary there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A review of the device history record was performed, and no quality issues were found during production. Unable to confirm the customer experience as no sample and no photo was returned. Based on the verbatim, the probable root cause of the leakage could be due to end cap not able to secure properly to the cannula hub. This leads to leakage from the end cap. CAPA# (B)(4) was initiated to address leakage due to end cap issue.